Event description:
According to the report, after 9 channels (175 pulses) the surgeon noticed that the cord at the bottom end of the sologrip iii handpiece was separated and appeared burned. The patient's surgery was prolonged as a result of this event.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the surgeon was unable to advance the fiber of the sologrip iii handpiece (lot ta-03822, sn (B)(4)). The handpiece was returned for evaluation and an investigation was performed. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record for the handpiece. Quality control reviewed the incoming inspection batch record for ta-03822 and confirmed that the record was complete, accurate, and fully approved. The handpiece was visually inspected for damage. The handpiece was not tested using a laser as the fiber had clearly been severed. The fibers were observed to have been charred and severed within the handpiece. The observed damage is indicative of user mishandling. Fiber damage can occur within the handpiece when the movement of the fiber within the handpiece is restricted. The cause of the damage observed is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber and breakage of the fiber bundle. Laser energy would then disperse at the area of breakage, as was seen during evaluation.

Event description:
According to the report, after 9 channels (175 pulses) the surgeon noticed that the cord at the bottom end of the sologrip iii handpiece was separated and appeared burned. The patient's surgery was prolonged as a result of this event.